Event description:
It was reported that the pump battery was depleting too quickly and did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer reverted to using a backup insulin pump to ensure continuous insulin delivery.